Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm and a no delivery alarm. Customer reported that the no delivery alarm initially occurred during bolus then an additional no delivery alarm was returned. Blood glucose level was 571 mg/dl. Customer reported treating with a manual insulin injection. Customer did not recall any significant events leading up to the motor error alarm. No further information was provided.